Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error. The customer¿s blood glucose level was 156 mg/dl at time of incident. Customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected drive count or rewind anomalies were noted during testing. Motor was tested outside device, and it passed.